Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. This device system remains in service. Additional information was received that a revision procedure was performed and this lead was surgically abandoned and replaced due to out of range high shock impedance and a history of shocks. Calcium over the shocking coil was suspected to be the cause of the reported allegations. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. This device system remains in service. Additional information was received that a revision procedure was performed and this lead was surgically abandoned and replaced due to out of range high shock impedance and a history of shocks. Calcium over the shocking coil was suspected to be the cause of the reported allegations. No additional adverse patient effects were reported. Further information was received confirming that this patient did not receive inappropriate shocks from this lead.